Event description:
Patient scheduled for right thyroidectomy with sma neuromonitoring. Patient intubated with nim trivantage emg endotracheal tube 7mm. Prior to incision and draping, per sma, impedance is off and not reading on left. Patient needed to be re-intubated with new tube. Patient re-intubated and procedure performed.